Event description:
Pt was revised to address knee pain. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported pain and polyethylene wear without the product to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.